Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -11.50/+1.0/095 into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault and lens rotation. This resolved the problem. The reporter did not indicate the cause of this event.

Manufacturer narrative:
Corrected data: h6-device code 1494: off-label use (under 21yrs of age at date of implant) should have been included in the initial MDR . Claim# (B)(4).